Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that the device was in use with patient for 1 week. According to reporter, the cuff leaked. Patient reported that they visited the emergency room to have the tracheostomy tube change. No permanent adverse effects reported.